Manufacturer narrative:
The report of the thermogard console (sn (B)(4)) displaying tcmid02 (ce danfoss error) was reproduced during functional testing and the analysis of the retrieved event log. The root cause was due to defective cooling engine. Upon visual inspection, the prime switch cover was missing and ac module power input was damaged. These observations were not related to the reported event. The analysis of the event log revealed tcmid02 error messages, thus confirming the reported complaint. Evaluation of the console revealed tcmid02 error message during initial power up. Upon customer approval, the cooling engine, module power input, prime switch cover and temperature control cable will be replaced, and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported the thermogard console (sn (B)(4)) displayed tcmid02 (ce danfoss error) message during initial power up. No patient involvement.